Event description:
User reports an issue with discrepant sodium results. Three patient examples provided. Patient 1, tested 2008, initial result 137 mmol/l, repeated twice gave 131.8 and 133.8 mmol/l. Patient 2, tested 2008, initial result 133.2 mmol/l, repeated twice gave 136 and 126 mmol/l. Patient 3, tested 2008, initial result 136.7 mmol/l, repeated twice gave 140 and 131 mmol/l. No additional information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.